Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B) (4)- no complaint was received with return of the device. Failure (event) observed during analysis. Partial lead was returned for analysis. Analysis found the outer insulation abraded at 19 cm from the connector pin due to friction to the ICD can.